Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's scs ipg was previously explanted on an unknown date and replaced with a competitor's system. The reason for explant is unknown at this time. Exact date of explant is unknown to the manufacturer at this time.